Event description:
An ophthalmic surgeon reported that air bubbles occurred during surgery and bothered visibility of the surgical field. The procedure was able to be completed with no harm to the pt.

Manufacturer narrative:
A sample has been received but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).